Event description:
A medtronic rep reported that the surgeon registered the pt and felt accurate. However, they accidentally moved the frame during the case and surgeon was 1 cm inaccurate. The surgeon opted to move forward without the use of the system. There was no impact to the pt.

Manufacturer narrative:
Per the reported event, the inaccuracy during navigation was due to reference frame movement by the operator, and not a malfunction of the device. The software investigation found that the system behaved as designed.